Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was a low purge pressure alarm during impella cp support. The nurse was reporting low purge pressure alarm, which was resolved prior to the call. The purge fluid bag had just been changed; however, the purge flow has been running 30 milliliters per hour. There were no leaks noted. Care was withdrawn and the patient expired.

Manufacturer narrative:
Information on follow up report 1 regarding minor bleeding should not of been reported as minor bleeding is not a reportable event. Investigation summary: the investigation information has been updated. No product was returned. Purge pressure low - after three days on support, the registered nurse reported low purge pressure alarm. Purge fluid was running at 30 milliliters per hour (ml/h). No leaks were noted. Data log review confirmed purge pressure alarms throughout case with purge pressure remaining on average below 370mmhg and purge flows around 30ml/hr for the duration of the case. The cause of the purge pressure low could not be determined due to lack of returned product, inconclusive data log review, and insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
Correction b5 and h6 health effect - clinical code. The investigation of the reported failure mode has been completed. No product returned. Purge pressure low - data log review confirmed purge pressure alarms throughout case with purge pressure remains on average below 370mmhg and purge flows around 30ml/hr for the duration of the case. The cause of the purge pressure low could not be determined due to lack of returned product, inconclusive data log review, and insufficient clinical details. Access site adverse event: the cause of the access site adverse event was patient condition related due to the oozing noted to be coming form multiple sites.

Event description:
There was oozing noted during support from multiple sites. Activated clotting time (act) was not known.